Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box was reviewed and there was no found evidence of short battery life. The pump was returned without the battery cap; a test cap was used during testing. The battery compartment was observed to be cracked below the grip pad but the battery cap was able to fully tighten to the pump. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and there was no evidence of moisture or loose components inside the pump. Unrelated to the complaint, the display screen was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump battery life was shorter than expected across multiple batteries. The pump was reviewed and confirmed alarms occurring more frequently than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.